Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml bags were leaking. The reporter stated that an unspecified quantity of the bags were leaking from the port and an unspecified quantity were leaking from the seam. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.